Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that the sterile packaging of the product was observed to be compromised. There appeared to be a little slit that perforated the inner and outer package. The product was not used, there as a spare device available for use in the operating room. The complaint sample is available for return for evaluation.